Manufacturer narrative:
The investigation for the reported low pump flow and the ectopy. The pump was not returned for investigation. Data logs shows low flow since the beginning of the case, followed by several 'impella position in aorta' events. Downward placement signal trend was observed during the case run. According to the clinical notes, the doctor observed that the impella was positioned in the aorta, and the patient experienced a ventricular fibrillation arrest during the use of the pump, resulting in their passing. When the device was placed in a deeper position, the flows leveled. The cause of the positioning issues is most likely due to use. The root cause of the vt/vf was not determined.'' The instructions for use states ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ added- h6 impact code 4641.

Event description:
The user facility reported a 70-year-old female in acute myocardial infarction/cardiogenic shock was scheduled for percutaneous coronary intervention (pci). The patient coded for several rounds and the decision was made to place an impella cp after return of spontaneous circulation before pci. During support, the pump had suction (low flow) issues the entire time. The patient had ventricular fibrillation arrests during support. The family made the choice to withdraw care. The pump had been on support for less than five hours.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b2, b5, h1, and h6.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.